Event description:
Consumer called to report her meter reading inaccurately. Compared to a lab result. Analysis run on clark error grid using lab reading (260) as reference point vs. Bd readings (124) yielded some data points in the d range of the grid, outside acceptable limits.